Manufacturer narrative:
The ventilator was investigated on site and the o2 gas module was replaced and returned for further investigation. Simulated use test of the received o2 gas module has not reproduced the described customer issue with flow transducer failed during pre-use check. No device log files has been received. We have received a duplicate of this complaint, therefore the date of event was determined as (B)(6) 2021. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. The reported problem could not be reproduced, therefore the cause has not been established in this investigation.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).